Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the tip of the pigtail separated when contrast was injected while prepping the device outside the patient's body.

Manufacturer narrative:
A review of this MDR identified an error related to the date. This has been corrected in this report. An error in the results of the investigation was also identified and is corrected as follows: the complaint of catheter tip separation is not confirmed. The root cause remains unknown.

Manufacturer narrative:
The suspect device was partially returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined due to an incomplete device being returned. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.